Event description:
Pt had intrathecal morphine pump implanted for post lumbar fusion pain syndrome. When it was time to refill the device, it was noted that most of the medication had not infused. Pt was taken to surgery for exploration of the implanted intrathecal infsuion system. When the abdomen was opened the pump was found to be flipped upside down. The catheter was severely twisted with multiple coils. Sutures that had secured the pump to the abdominal wall fascia were pulled free. The pump moved freely within the abdominal pocket. Resistance was encountered when a noraml saline flush of the catheter was attempted. Tissue was dissected down to the lumbar insertion site and the butterfly wing anchor was released. A distinct pop was heard. Afterwards the saline flowed easily. A purge of the pump was attempted with no visible solution flowing out of the pump. The side port was accessed using side port access needle obtained from medtornic side port access kit. It was verified that it was easy to infuse normal saline through the side access port. A second attempt was made to purge the pump, but no solution was noted to exit through the exit port. The pump was deemed to be malfunctioning and was removed from the abdomen.